Event description:
Pt reportedly obtained a blood glucose result of 103 mg/dl, on the sensor iii system, while exhibiting hypoglycemic symptoms. An unspecified time later, pt was treated by an emergency physician. Pt's blood glucose was reportedly tested on a hospital device with a result of 21 mg/dl. At the same time, pt's blood glucose measured 100 mg/dl on the sensor iii system. No info about treatment received was provided. Technical support requested the return of the suspect product and replacement prod was shipped.